Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the alert tone was sounding on the patient's cardiac resynchronization therapy defibrillator (crt-d). It was further noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) and a high threshold was observed. Additional details surrounding the lia were not available. The rv lead remains in use. No patient complications have been reported as a result of this event.